Event description:
Leak noted between the proximal shaft and the distal shaft of the catheter. The physician attempted to place a biodivysio 4.0 x 11mm stent in the mid portion of the left anterior descending artery that was reported to be 4.0mm in size. The vessel was predilated with an unspecified balloon. It was reported that the biodivysio stent was advanced and crossed the lesion. During stent deployment, as the balloon pressure was being increased to approximately 8 atmospheres, the inflation device started to lose pressure. It was reported that the stent was deployed successfully. An unspecified balloon catheter was used to post-dilate the stent. There was no report of any adverse patient event. After the procedure, the stent delivery system was examined and tested. The catheter was noted to leak between the proximal shaft and the distal shaft when the inflation device was used to create pressure when connected to the balloon port.